Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 28-jun-2023. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ak (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot b23003a.

Manufacturer narrative:
Apoc incident: # (B)(4). Additional information: e1 initial reporter update.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2023, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a false positive discrepant result of 0.81 ug/l on a patient with central chest pain, worse on inspiration. There was no additional patient information at the time of this report. Return product is not available for investigation. Method date collected tested results sample I-stat (B)(6) 2023 1620 16:35 0.81ug/l 6ml li hep gel tube at this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. On 07-jun-2023 new information was received. The customer provided patient information and final diagnosis of non cardiac chest pain. As a result there is no evidence the patient suffered and mi base on the new information. The investigation is underway. Per I-stat system manual: art: 715595-00v reportable range: 0.00 - 50.00 reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results) reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).